Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence and that the insulin gauge was inaccurate. A new cartridge was loaded to resolve the issue. The customer's blood glucose was 127 mg/dl. The customer continued to use the pump for insulin therapy.